Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer declined a replacement device. No further details were provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces also, with corroded battery tube. The insulin pump had cracked case at the reservoir tube window corners, cracked belt clip slot and minor scratches on the lcd window.